Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16/2/111 diopter, in the patient's right eye (od) on (B)(6)2017. The patient experienced unreactive pupil, glare, inflammation, and swollen cornea. The inferior edge of icl caught above iris which caused the lens to vault forward so lens repositioning was performed. In addition, patient experienced iris atrophy and descemet membrane tear. On (B)(6)2017 the lens was exchanged for a shorter lens due to excessive vaulting. As of (B)(6)2017 the patient was still experiencing postoperative sequelae but cornea was clear. The lens will not be returned. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Result: work order search: no similar complaints was reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16/2/111 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced unreactive pupil, glare, inflammation, and swollen cornea. The inferior edge of icl caught above iris, vaulted forward. In addition, the patient experienced iris atrophy and a descemet membrane tear. On (B)(6) 2017, the lens was exchanged and repositioned for a shorter lens due to excessive vaulting. The lens will be returned. Based on surgeon's comments doctor is monitoring patient's progress.